Event description:
It was reported that during unpacking of the 3.25x33mm xience xpedition stent delivery system (sds), the stent implant dislodged from the balloon during protective sheath removal. Reportedly, there was no resistance noted during removal of the stylet or protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.25x33mm xience xpedition sds was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and was returned. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.